Event description:
It was reported that the patient experienced pain from the device following an auto accident. The device was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0158, lead, implanted: (B)(6) 2009. (B)(4).